Event description:
On june 7, 2012, unidentified pt filed medwatch report ((B)(4)) with the FDA stating that on (B)(6) 2008, ¿varilite laser caused scarring that resembles large pores and discoloration. Reason for use: was told it would help clear up acne by dermatologist.¿

Manufacturer narrative:
MDR 2039653-2012-00006 is submitted in response to receipt of medwatch report (B)(4). Does not list a product model number, serial number, user facility, procedure conducted, or treating physician associated with this incident, so there is insufficient info to allow iridex to further investigate the incident. A review of varilite complaints for the year 2008 found no record associated with the stated complaint in (B)(4). Therefore, iridex considers this report final.